Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (occlusion issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/30/2014 with the following findings: there were no occlusion alarms observed in the pump history. The pump successfully completed a rewind, load and prime sequence with no alarms. The force sensor calibration was within specification and the pump was exercised for 24 hours with no occlusions occurring. An occlusion was induced and the pump gave the appropriate visual and audio ¿occlusion detected¿ alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.